Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 300 mg/dl. Reportedly, the customer disconnected from the site and after 10 units were primed, no drops of insulin were seen. Reportedly, there was air in the tubing and contact believed this was the reason for the elevated bg level. The customer changed the cartridge as well as the infusion set and bg level lowered after a bolus via the pump was delivered.